Event description:
Treatment of a left unruptured cavernous (cav) aneurysm measuring 25mm x 8mm.during the procedure, it was reported that the first two pipelines were removed before deployment and the third device was deployed but the proximal end was foreshortened into the aneurysm. The physician was unable to snare the pipeline. The patient's vessel was sacrificed the following day and the patient's condition was reported as doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).